Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ needle the syringe is difficult to connect to the mating component - leakage. The following information was provided by the initial reporter. The customer stated: "there is a syringe needle connectivity issue."

Manufacturer narrative:
H6: investigation summary: one photo was received and evaluated. The photo showed two 3ml ll syringes with safetyglide needles attached. The needles both had their safety shields activated. The needle hubs were observed to be inserted approximately 2/3-3/4 of the way deep in the luer collar of the syringes. There appeared to be some cross-threading of the needle hubs with the syringe luer collars. It was difficult to tell with certainty using only the one photo provided. Unused physical samples in original packaging would be best for evaluation purposes. No manufacturing defects could be discerned from the photo provided. It appears the issue described relates to the taper in the syringe tip and connectivity of the needle to syringe tip via luer-lok mechanism. Additional explanation of the alleged defect experienced by customer, as well as physical samples, could be useful in making sure the issue is being properly addressed. Per product design there is a taper on the tip of the syringe and inside the needle hub. The taper helps to create a seal between components. The needle will not be able to go all the way to the roof of the barrel. This is by design to prevent connection and leakage issues. Each needle hub has ears that traverse the luer collar of the syringe. It is possible to overtighten the needle and cross-thread the ears with the syringe collar. This could compromise the seal and cause leakage. The reported defect was not identified in the photo received and potential root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd safetyglide¿ needle the syringe is difficult to connect to the mating component - leakage. The following information was provided by the initial reporter. The customer stated: "there is a syringe needle connectivity issue."